Event description:
The hcp reported the patient had been treated successfully with morphine via an intrathecal drug delivery pump. A few months ago, he had a withdrawal episode. The patient reported hearing an intermittent alarm. The pump was replaced after 74 months implant duration. A dye study was performed intraoperatively to check for catheter patency. The catheter was left in place as no issues were noted. Following the replacement, the patient continued to have decreased relief. The hcp suspected tolerance to the morphine. A trial was conducted with lioresal and morphine which the patient responded well to. The hcp plans to remove the morphine and use lioresal monotherapy. Additional information has been requested from the hcp but was not available on the date of this report.